Event description:
On (B) (6) 2007, pt had an a-v access implant using a gore tex vascular graft, from the radial artery to cephalic vein. On (B) (6) 2007, a thrombectomy was done, and a new a-v access procedure was completed using a new ptfe graft (unk manufacturer/lot number), from brachial artery to basilic vein.